Event description:
Pt following craniotomy. While pt being turned onto side, "ett" slid out due to failure of the cloth tape to secure the tube. Pt went into "pea" rhythm. Pt was resuscitated successfully and was reintubated.